Manufacturer narrative:
Device eval summary: device eval of monitor (B)(4) has been completed. The cause of the monitor's failure to deliver pulses was a loose interconnect cable. Once the cable was cleaned and re-seated, the monitor was fully functional. The root cause of the loose cable cannot be positively identified. No adverse event resulted from the defective monitor.

Event description:
A review of service data detected a reportable event. During servicing, monitor sn (B)(4) generated a wrench code 29. The monitor would not deliver pulses. The last pt to use this monitor did not report any deficiencies.